Event description:
Rn attempted to give im injection. Stuck pt with needle but was unable to push in drug. Applied more pressure and drug blew out at syringe - needle connection. Drug ($$$) was lost. Needle seemed to be un-boared.